Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 212 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. Customer was also concerned results in the meter memory were erratic, but tests were not reported as being performed back to back. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. Test strip lot manufacturer's expiration date is 01/31/2020 and open vial date is one week. The meter memory was reviewed for previous test result history: result 1:86mg/dl date:(B)(6) 2018 time:1001am fasting, result 2:211mg/dl date:(B)(6) 2018time:1106am non fasting, result 3:90mg/dl date: (B)(6) 2018 time:653am fasting, result 4:212mg/dl date: (B)(6) 2018 time:231pm fasting, result 5:118mg/dl date: (B)(6) 2018 time:730am fasting.